Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 400 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump had scratched lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.